Event description:
It was reported that the customer had a button error alarm on his insulin pump. The customer's blood glucose level was 95 mg/dl. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Insulin pump received with button error alarm due to moisture damage on keypad traces. Insulin pump had minor scratches on display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.